Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 7 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost integration in type IV bone. Clinician reports occlusal trauma, poor bone quality/quantity and a biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reports that 7 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost integration in type IV bone. Clinician reports occlusal trauma, poor bone quality/ quantity and a biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).